Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they would often receive change sensor alerts and sensor glucose discrepancies. They reported that one incident the sensor glucose value was 50 mg/dl but the blood glucose value was 130 mg/dl, and the insulin pump had suspended the insulin delivery. The sensor would show nice values but after 12 hours there would be huge differences between the sensor glucose and blood glucose. They were advised not to calibrate when there were huge differences between the sensor glucose and blood glucose. They were advised to call back at the time of the event to fully troubleshoot the issue. The product will not return for analysis.